Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient went to the hospital 4 days was told to turn it off. The patient stated it was pulsating in the area where the device was implanted. There were no further complications that have been reported as a result of this event.